Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhausted therapy due to persistent ventricular arrhythmia. A request was made for boston scientific technical services (ts) to review events stored to the device and provide an overview of the events. Upon review, numerous episodes with inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular conduction were observed. It was noted that many episodes resolved due to slowing of the patient's arrhythmia following delivery of atp while some resulted in rhythm acceleration and degradation to ventricular tachycardia (vt) with subsequent conversion by shock therapy. The episode involving therapy exhaustion was not available for review due to the number of subsequent event overwriting device memory thus details are unavailable. The patient will continue with additional follow-up by their physician. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. [Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was returned approximately 2.5 years later without allegation or adverse patient effects reported.